Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had 3 procedures and when they were ready to implant the wire broke. She had a trial done in physician's office in (B)(6) 2009 which was "sheer murder". The pt then went to hospital following trial to have lead implanted and wore external neurostimulator. The pt then had the procedure to implant the permanent neurostimulator. It was noted she had been "cut open" but device could not be implanted because the wire broke. Her incision site was very uncomfortable and they had to stand. Follow up info from the company representative indicated that during the implant procedure for the permanent device high impedances were observed. The lead was then extracted from the device, but one of the electrodes at the end of the lead (where it goes into the neurostimulator) was noted to be "displaced", so the lead was removed. Due to the absence of fluoroscopy and the surgery schedule, the physician was not able to implant another lead and neurostimulator. It was reported that "nothing broke or broke off" and the managing physician's plan was to bring the pt back at another date to redo the surgery.